Manufacturer narrative:
The repair service details were referenced on three separate service max cases: (B)(4).

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a not-reportable test step relating to fio2 calibration. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips field service engineer, and the 'fio2 sensor receptacle verification: energized: proximal pressure' failure was confirmed. The customer originally tried replacing the fio2 sensor, cable, and the system printed circuit board assembly (pcba) to address the issue and the failure continued. The field service engineer stated that the system pcba, solenoid valve, and cable should have corrected the hard failure. The field service engineer recommended ordering a new system pcba to try and resolve the issue. The customer stated that they will order a new one and reach out again if the issue still persists. The customer contacted the manufacturer again and requested additional bench repair service. The device was returned to a third-party service center for additional service. The service technician confirms the fio2 test failure as well as a fan test failure. Additionally, several error codes were found in the device's error log relating to a ventilator inoperative 'therapy held in bm', 'internal battery not detected, 'o2 flow stuck, 'oxygen blending module (obm) valve failure', 'touchscreen fail', 'machine flow sensor stuck', and 'motor shutdown'. The service technician states that these alerts may have been caused by a faulty internal battery which damaged multiple components within the unit. The system pcba, internal battery, flow sensor, display, display pcba, obm valve, obm harness, and blower were replaced to resolve the error codes. Additionally, two in-line proximal filters and an in-line filter were contaminated. The fio2 tubing, in-line filter, and pm kit were replaced as well. The dual limb circuit and fio2 sensor were calibrated. The device passed all performance testing. The repair service details were referenced on three separate service max cases: (B)(4).

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed a not-reportable test step relating to fio2 calibration. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips field service engineer, and the 'fio2 sensor receptacle verification: energized: proximal pressure' failure was confirmed. The customer originally tried replacing the fio2 sensor, cable, and the system printed circuit board assembly (pcba) to address the issue and the failure continued. The field service engineer stated that the system pcba, solenoid valve, and cable should have corrected the hard failure. The field service engineer recommended ordering a new system pcba to try and resolve the issue. The customer stated that they will order a new one and reach out again if the issue still persists. The customer contacted the manufacturer again and requested additional bench repair service. The device was returned to a third-party service center for additional service. The service technician confirms the fio2 test failure as well as a fan test failure. Additionally, several error codes were found in the device's error log relating to a ventilator inoperative 'therapy held in bm', 'internal battery not detected, 'o2 flow stuck, 'oxygen blending module (obm) valve failure', 'touchscreen fail', 'machine flow sensor stuck', and 'motor shutdown'. The service technician states that these alerts may have been caused by a faulty internal battery which damaged multiple components within the unit. The system pcba, internal battery, flow sensor, display, display pcba, obm valve, obm harness, and blower were replaced to resolve the error codes. Additionally, two in-line proximal filters and an in-line filter were contaminated. The fio2 tubing, in-line filter, and pm kit were replaced as well. The dual limb circuit and fio2 sensor were calibrated. The device passed all performance testing. The repair service details were referenced on three separate service max cases: 0126523518, 0126635017, and 0126589097. The system pca, obm subassembly, obm cable, exhaust fan, and solenoid valve were returned to the product investigation lab (pil) for additional testing. The components were found to operate as designed without issue when evaluated independently. The reported ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.